Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead had an unknown other or non-product experience issue. Additional information indicated that the ra lead exhibited high pacing threshold. The ra lead was explanted. No additional adverse patient effects were reported.